Event description:
During cauterization of right breast in surgery, surgeon noted the electrical current from the cautery pencil was arcing from the connection of the cautery tip to the pencil handpiece. The arcing caused an approx 2 cm x 1.5 cm area of erythema along the inferior border of the breast incision.